Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic nephrectomy, the surgeon fired the device on the renal artery when it was noticed that there was bleeding in the artery on the staple line. The staples were not formed properly. Some were hanging off of the artery and others fell off. The bleeding was controlled with metal clips. The procedure was completed with no patient consequences.